Event description:
It was reported that a patient experienced a pulmonary edema. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was used. A few days later, the patient was admitted to the hospital with pulmonary edema. The patient was treated with intravenous diuretics, no ventilatory assistance was required. The patient had fully recovered from the event. The device is not expected to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.